Event description:
Same case as mfg. Report #2939204-2009-00792. It was reported that during an unspecified procedure, a dissection occurred. Access was obtained via the right femoral artery. An introducer sheath was placed followed by a guide catheter. Angiography of the left and right coronary systems was performed, during which several guide catheter exchanged occurred. An unspecified guide wire was placed across the target lesion located in the right coronary artery (rca). The lesion was pre-dilated with a non bsc balloon catheter and an apex balloon catheter. An intravascular imaging catheter (ivus) was used without incident to image a mild rca lesion and after successfully completing the imaging run, a dissection was noted, however, it is unclear what the cause was. It was reported that there was a "malfunction" of the guide wire. Two unsuccessful attempts were made to place another guide wire. At this point emergent transport was arranged for the patient. An introducer sheath was inserted into the right femoral vein. A swan-ganz catheter was inserted and advanced to the right heart. The arterial and venous sheaths and iabp were secured in place and a pressure line was connected to the arterial sheath. The patient was transferred by air to another facility for bypass surgery.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.